Manufacturer narrative:
Siemens is investigating the issue.

Event description:
Two discordant falsely low vancomycin (vanc) test results were obtained for a single patient sample on a dimension vista 1500 system. The initial result and repeat on the same instrument were not reported to the physician(s). The same sample was repeated in duplicate on an alternate dimension vista 1500 system. The repeat result from the alternate dimension vista 1500 system was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant falsely low vancomycin results.

Manufacturer narrative:
The initial MDR 2517506-2018-00229 was filed 29-mar-2018. Additional information (29-mar-2018): a siemens customer service engineer (cse) was dispatched to the site to inspect the dimension vista 1500 instrument. The cse inspected the couplings, splines, gears and belts of the aliquot, sample 1 (s1) and sample 2 (s2) probe mechanisms. All of the vacuum drains were checked and the drains were cleaned. The server 1 service methods and quick check were run with a passing result. A siemens headquarters support center specialist reviewed the event data and determined that the customer uses stat spin for all stat samples except for vancomycin. The customer has been pouring the primary tubes into small sample container versus pipetting. The spun tubes were being inverted to check for sample quality and volume prior to loading onto the instrument. The cause of the discordant, falsely low vancomycin (vanc) test results is unknown. The system is performing according to specifications. No further evaluation of this device is required.